Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced an elevated blood glucose level of 250 mg/dl. The customer states this was due to consuming a meal high in sugar. The customer delivered a bolus via the pump. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.